Event description:
Information was received via e-mail: this pt experienced a no reflow following cypher stent deployment to the mid right coronary (rca). This was treated with balloon inflations and the placement of an additional cypher stent. This pt was admitted to the hospital with a chief complaint of stable angina. The pt was currently taking aspirin, plavix, and beta blockers. The pt was taken electively to the cardiac cath lab, where angiography revealed de novo, long (20mm), moderately calcified, 70% stenosis in the mid right coronary artery (rca). Lovenox was given within 24 hours prior to procedure and angiomax was administered via IV, during the procedure. Gp iib/iiia inhibitors were not administered in conjunction with the angiomax. There were no difficulties in accessing or wiring the vessel noted. The rca lesion was not predilated prior to stent implantation.